Event description:
It was reported that this device was beeping and upon interrogation the shock impedances measurements was high with one reading out of range on the right ventricular (rv) lead which caused the alert. An in clinic test showed that the values were not out of range and the values were increased from 125 ohms to 150 ohms with a follow up booked. The patient was instructed to return to the clinical earlier then the normal follow up time if the device was to beep again. No adverse patient effects were reported. The rv lead remains implanted.